Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. As a result of component analysis of the foreign substance, it was found to be silicone. Regarding its origin, it is thought to be antifoaming agents and other drugs used in endoscopy rooms. There was no deformation of the nozzle and reprocessing is being carried out according to the instructions for use. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.6 inspection of combined functions with related equipment" as follows. ¿¿"[inspection of air supply function] 1. Set the supply pressure of the light source device to ``strong'' according to the ``electronic attached document'' and ``instruction manual'' of the light source device. 2. Submerge the end of the endoscope to a depth of approximately 10 cm in sterile water and visually confirm that no air bubbles are coming out of the air/water nozzle. 3. When you cover the hole in the spray button or air/water button with your finger, visually check that air bubbles continue to come out from the air/water nozzle. 4. When you remove your finger from the hole in the spray button or air/water button, visually confirm that no air bubbles come out from the air/water nozzle." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the evis lucera gastrointestinal videoscope exhibited the air/water supply was weak. The unspecified endoscopy procedure was completed with the same device. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.